Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, due to patient's tortuous anatomy and complex angle, the delivery catheter system (dcs) had positioning difficulties within the patient. It was decided to change the dcsas a snare was used to help position the valve. No adverse patient effects were reported. Additional information was received that the failure of the dcs was due to the angle of the patient's anatomy. The dcs was damaged due to the complex anatomy in the angulation, specifically in the catheter and tip; however, there was no separation of any component. The valve was recaptured, and the implanting team decided to remove the complete system to introduce a loop for the support of the new system and help improve the angle at the time of release. Additional information was received to clarify the damage to the dcs: it was bent. Because of the damage, the guidewire could not be inserted.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. D4. UDI# h6. Device codes additional codes. Product analysis: additional static procedural images were submitted to medtronic for review. Evidence supports that despite the tortuosity the valve was successfully implanted with the assistance of a snare. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, due to patient's tortuous anatomy and complex angle, the delivery catheter system (dcs) had positioning difficulties within the patient. It was decided to change the dcs as a snare was used to help position the valve. No adverse patient effects were reported. Additional information was received that the failure of the dcs was due to the angle of the patient's anatomy. The dcs was damaged due to the complex anatomy in the angulation, specifically in the catheter and tip; however, there was no separation of any component. The valve was recaptured, and the implanting team decided to remove the complete system to introduce a loop for the support of the new system and help improve the angle at the time of release.

Manufacturer narrative:
Image review: three static images were provided for review. Fluoroscopic valve load inspection was not performed thus it is not possible to validate a good load. It was reported that positioning difficulties were encountered during the implantation attempt due to the extreme angulation of the anatomy. There is evidence that a snare was used to aid with positioning. Images of the fully released valve were not provided therefore it is not possible to validate adequate position of the valve. Physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use, if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. The patient¿s executive summary was not provided for anatomical review. However, there is evidence of significant tortuosity in the fluoroscopic images provided. Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: the below codes were inadvertently omitted from previous medwatch reports. H6. Device code additional codes. Annex g. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, due to patient's tortuous anatomy and complex angle, the delivery catheter system (dcs) had positioning difficulties within the patient. It was decided to change the dcsas a snare was used to help position the valve. No adverse patient effects were reported. Additional information was received that the failure of the dcs was due to the angle of the patient's anatomy. The dcs was damaged due to the complex anatomy in the angulation, specifically in the catheter and tip; however, there was no separation of any component. The valve was recaptured, and the implanting team decided to remove the complete system to introduce a loop for the support of the new system and help improve the angle at the time of release. Additional information was received to clarify the damage to the dcs: it was bent. Because of the damage, the guidewire could not be inserted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, due to patient's tortuous anatomy and complex angle, the delivery catheter system (dcs) had positioning difficulties within the patient. It was decided to change the dcs as a snare was used to help position the valve. No adverse patient effects were reported.